Event description:
The customer reported the ventilator alarmed and shut down while in use on a pt. The customer reported the ventilator's backup was not connected to the ventilator when the hosp performed a generator check. There was no pt harm reported. The customer told the respironics service technician that the respiratory department had not connected the backup battery due to their interpretation of instructions in backup battery option insert in the espirt operators manual. The instructions state "do not connect the dc power cord from the backup battery while espirt is functioning as a ventilator. Always turn the power on/off switch to off." The service technician reported the respiratory department has interpreted this statement to mean that the battery should not be connected while the espirt is in use. Hosp biomed told the respiratory department that their interpretation was incorrect. The respironics service technician instructed the respiratory supervisor and staff that the backup battery must stay connected when the esprit is in use.